Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they experienced a loss or change of therapy. The first implantable neurostimulator (ins) worked perfectly and she was happy with it. The patient then had about 3 falls. They fell out of bed a couple of times and then fell really hard off a kitchen stool. She had a big bruise on her buttocks where the ins was. After that, the symptoms returned and she started leaking. This was considered to be a sudden change in therapy/symptoms. They had no urine control and it was just a mess. The patient had been drinking constant water. They went to their health care professional (hcp) and tested the ins. The hcp said the battery had about 25% life left in it. He also determined that part of the wiring had come loose. The hcp was going to reconnect the stim and at the same time he was going to replace the battery. The patient's system was replaced on (B)(6) 2015. The indication-for-use (IFU) was gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.